Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would randomly turn off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would randomly turn off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.